Event description:
The customer reports back to back results of 68 and 118 mg/dl. No report of an adverse event. Controls were run the day before and were in range. Return requested and replacement was sent.